Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the bottom and rail were detached from the cover block. The sample was returned without the pusher and staples. The melted energy directors on the bottom component and the placement of the melted material on the cover block, indicated the cover block was correctly welded. The tecate manufacturing team was consulted regarding this complaint. The manufacturing team concluded based on the sample provided, that the bottom and cover block components were manipulated post manufacturing. The trigger was returned not engaged and there was no biological material present on the device. Per DHR the product visistat 35w 6/box lot # 73k2400787 was manufactured on 10/28/2024 a total of (B)(4). Pieces. Lot was released on 11/06/2024. DHR investigation did not show issues related to complaint. The reported complaint of " misfire/jamming - info not provided" could not be confirmed based on the returned sample. The stapler was returned with the bottom detached from the cover block. The sample was returned without the pusher and staples. The melted energy directors on the bottom component and the placement of the melted material on the cover block, indicated the cover block was correctly welded. The tecate manufacturing team was consulted regarding this complaint. The manufacturing team concluded based on the sample provided, that the bottom and cover block components were manipulated post manufacturing, and consistent with user error. The 528235-product line is 100% tested at the end of the assembly line. For this reason, manufacturing concluded the probable root cause of this issue could not be conclusively linked to manufacturing. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".